Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of anemia and hypokalemia with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and the adverse event. The patient was not receiving their esa for 2-3 weeks due to travel which resulted in the drop in hemoglobin. Hypokalemia is a known complication of pd therapy and the patient¿s poor diet and nutritional intake as reported by the pdrn were most likely contributing to the drop in potassium. There is no allegation of a machine malfunction or deficiency reported for this event.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had been taken to the hospital due to hypokalemia and low red blood cell count. Additional information was provided through the peritoneal dialysis registered nurse (pdrn). The patient had been out of town for 2-3 weeks resulting in the patient not receiving their erythropoiesis-stimulating agents (esa). This caused a drop in the patient¿s hemoglobin (hgb) from 10.7 (unknown units) to 6.4 upon admission. The patient also had no appetite and was not eating well. The patient was subsequently diagnosed with hypokalemia (unknown value). The patient was compliant with pd treatment and continues pd therapy during hospitalization. The patient was not prescribed potassium supplements and did not over dialyze.

Event description:
Additional information was received through the patient¿s discharge summary. Upon arrival at the ed, the patient presented with altered mental status and only responding to a sternal rub. The patient¿s potassium level was low at 1.9 (unknown units), hemoglobin 6.0, tsh 15.36 and minimally verbal. A head computed tomography (CT) scan was negative. The patient was administered 500ml intravenously (IV) of normal saline, IV potassium chloride replacement (dose, frequency and duration unknown), IV keppra (dose, frequency and duration unknown) for history of seizures and the patient was scheduled to receive 2 units of packed red blood cells (prbc). The patient was admitted and diagnosed with altered mental status, hypokalemia, anemia of chronic disease and failure to thrive with poor prognosis. Due to worsening dysphagia, the patient was having difficulty taking medications even while crushed into applesauce. During hospitalization, the patient was found to have rectal bleeding. An esophagogastroduodenoscopy (egd) was completed but no source of bleeding was found. The patient was compliant with pd treatment and continues pd therapy during hospitalization. The family was informed of the patient¿s poor prognosis, however, they were not interested in palliative care at the time. The patient was discharged to home on (B)(6) 2019 with resolved hypokalemia and improved hemoglobin (11.5).

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of anemia and hypokalemia with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and the adverse event. The patient was not receiving their esa for 2-3 weeks due to travel which resulted in the drop in hemoglobin. Hypokalemia is a known complication of pd therapy and the patient¿s poor diet and nutritional intake as reported by the pdrn were most likely contributing to the drop in potassium. There is no allegation of a machine malfunction or deficiency reported for this event.